Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 3006705815-2019-03454. It was reported that the patient had high impedance on all lead contacts and has lost therapy. The patient underwent surgical intervention on (B)(6) 2019 wherein the leads were tested with an external devices and continued to show impedance issues. The issues were left in place and the ipg was explanted. Additional intervention to remove the leads could occur at a later date.